Event description:
It was reported to philips the device showed an error message. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty battery and processor pca. The fse replaced the battery and processor pca. The device passed all performance assurance tests and was placed back into use with the customer. As multiple components were installed in the process of repairing the device, a definitive cause for the failure could not be determined.

Event description:
It was reported to philips the device showed an error message. There was no patient involvement.